Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article, "successful percutaneous anterograde transcatheter valve-in-valve implantation in the mitral position" by antonio colombo, the following event was identified as pertaining to an edwards device: this (B)(6)-year-old male patient with a 27mm carpentier-edwards bioprosthesis implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately 12 years due to stenosis (valve area 0.8 cm2, mean gradient 19mmhg). The patient presented with biventricular failure. Palliative valvuloplasty was performed unsuccessfully. A 26mm sapien xt valve was successfully implanted using a transvenous-transeptal-anterograde approach. The patient was discharged on pod #5 and was doing well at a one month follow-up visit.